Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect of tissue damage. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to procedural conditions, as the clip likely perforated the posterior leaflet when it was grasped onto the leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the suspected leaflet perforation after clip deployment. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). One clip was implanted without issue. The second clip was ready to be deployed with an mr reduction to grade 1 to 2. After deployment, mr increased to grade 2 to 3 and the clip appeared to perforate the posterior leaflet. The clip was still attached, but it looked like it was poking through the leaflet. Another clip could not be placed because of the mean gradient pressure, but there was no mitral valve stenosis. The patient was discharged home in stable condition. There was no additional information provided.